Manufacturer narrative:
The device was dropped on the floor during the operation and not able to be retrieved. If additional information becomes available, a supplemental report will be filed. H3 other text : device dropped on floor and not able to be retrieved

Event description:
The company representative reported that a 2.0x14mm screw snapped at the head. The remaining thread will remain in the patient. The surgeon inadvertently dropped the head onto the floor and cannot recover it so the device will not be returned.